Event description:
During airway management, the karl storz laryngoscope light failed and I had to find another laryngoscope to help manage the pt's airway and place an endotracheal tube. I have had numerous problems with the karl storz green handle laryngoscopes. I have contacted the company and they are aware of the problem.